Manufacturer narrative:
A draeger service engineer copied the device log from the ventilator as requested by user. The attempt to gather additional details about the incident was carried out by drager but no further info was disclosed by the hospital department of quality management. The device check, which was already performed by the hospitals biomed, and the analysis of the logs by the MFR did not point to any malfunction of the ventilator. The customer as well did not report a malfunction during the ventilation. It was concluded that the device was working according to the specification during the event. Following the service report the episode in question happened between (B)(6) 2015 and (B)(6) 2015. For this period the log shows many, but normal entries for ventilation related alarms. Concerning the connection of a breathing tube to the expiratory outlet, which was reported by respiratory staff to the service engineer, no further info could be gathered. The correct connection of the breathing circuit is described in the instruction for use in chapter 'assembly and preparation'.

Event description:
It was reported that: the customer stated that a pt incident had occurred and they wanted a copy of the device log. The customer did not allege malfunction of the ventilator. A drager service engineer went to the hospital and found the ventilator had been sequestered. The coordinator of respiratory care reported the following info to the drager service engineer; a premature neonate had been connected to the ventilator. The pt had died but it was unk if the pt was connected to the ventilator at the time of death or if the death had occurred after removing the pt from the ventilator. A hospital biomed had tested the ventilator, found no functional problem and had copied the device log. The respiratory staff had observed a 6 ft piece of corrugated breathing hose attached to the expiratory valve exhaust port and the other end of the hose was connected to a humidifier bottle attached to a flow meter on the wall.